Event description:
Original surgery, 2 level prodisc-c at c5-c6, c6-c7, with fusion at c4-c5. Patient complained of discomfort, and subsequently underwent two revisions for pdc at c6-c7. The first revision on an unknown date, surgeon removed and replaced pdc at c6-c7 with a larger size. The second revision, in 2009, surgeon removed pdc at c6-c7 and fused with synmesh and cslp.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.